Manufacturer narrative:
Hamilton medical ref nr. (B)(4).

Event description:
The following was reported to hamilton medical ag: "- o2 input flow test failed - oxygen supply failed - checked with new inlet filter, same problem persists - o2 mixer assembly replaced". No patient involvement as it occurred in service software mode.

Manufacturer narrative:
Investigation outcome: it was reported that device alarmed for 'oxygen supply failed' and failed the 'o2 input flow test' in service software on 08.01.2025, however, on reviewing the device logs it was noticed that device had multiple issue and it had been failing several tests in service software since 19.09.2024. The device also alarmed repeatedly for 'tf444004 voltageoutoftolerance' numerous times on 25.09.2024. In service software it failed 'o2 input flow test' repeatedly on 26.09.2024. It is unknown why these issues were not resolved. The o2 input test is a service-level diagnostic in the hamilton device technical/maintenance (service software), typically peformed during preventive maintenance. It is used to verify the integrity and function of the oxygen supply system, particularly the high-pressure o2 input from the gas source (e.g., wall supply or cylinder). This test is not required during regular clinical use and is not a pre-operational test. It's part of the service menu accessible only to trained biomedical technicians or service personnel. The o2 input test is a service-level diagnostic tool used to verify the technical performance of the high-pressure oxygen input system. A failure or inaccuracy in this test alone is not critical to the patient, as the ventilatorâ¿¿s mandatory preoperational checks, specifically the o2 sensor calibration and pneumatic system test (pst), are designed to detect clinically relevant oxygen delivery issues before patient use. The o2 mixer assembly was replaced and the device functioned as intended. This case is considered as closed.